Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), genital haemorrhage ("bleeding") and scar ("scar tissue") in a 37-year-old female patient who had essure (ess205) (batch no. 12242355) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera from 1998 to 2002. Concurrent conditions included hypertension. Concomitant products included atenolol since 2005 for hypertension as well as cilest (sprintec) from (B)(6) 2007 to (B)(6) 2007. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal vaginal bleeding") and vaginal discharge ("vaginal discharge"). In 2007, the patient experienced weight decreased ("weight loss"). In (B)(6) 2008, the patient experienced migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and scar (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2007 salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (full)) and surgery (scar tissue removed). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the perforation, scar, menorrhagia, dysmenorrhoea, vaginal haemorrhage, weight decreased, vaginal discharge, migraine and headache outcome was unknown and the genital haemorrhage had resolved. The reporter considered dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, perforation, scar, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received: reporters, historical drug, concomitant disease, concomitant medications, essure lot number 12242355 and events (dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight loss, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, patient did not undergo an essure confirmation test, scar tissue) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), genital haemorrhage ("bleeding") and scar ("scar tissue") in a 37-year-old female patient who had essure (ess205) (batch no. 12242355 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera from 1998 to 2002. Concurrent conditions included hypertension. Concomitant products included atenolol since 2005 for hypertension as well as cilest (sprintec) from (B)(6) 2007. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal vaginal bleeding") and vaginal discharge ("vaginal discharge"). In 2007, the patient experienced weight decreased ("weight loss"). In (B)(6) 2008, the patient experienced migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and scar (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2007 salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (full)) and surgery (scar tissue removed). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the perforation, scar, menorrhagia, dysmenorrhoea, vaginal haemorrhage, weight decreased, vaginal discharge, migraine and headache outcome was unknown and the genital haemorrhage had resolved. The reporter considered dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, perforation, scar, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.